Event description:
Cons with known latex allergy put 2 bandaids on belly button/noticed itching within minutes/2hrs later she removed bandaids and had red blisters under the bandaids/used epipen/developed beginning signs of throat closing and sob/contacted hcp by phone/tx with an increased dose of her daily prednisone/sx abate.